Event description:
It was reported the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 583 mg/dl and ketones. Cause of elevated bg was unknown. The customer was treated with intravenous fluids of saline and insulin. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.